Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 17084640, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1132, serial number: (B)(6), batch/lot number: 17862847, model/catalog description: precision spectra ipg kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the lead burst into the spinal column. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained despite good faith efforts.